Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, the teo dr, (B)(4), was implanted as a replacement of a previous pacemaker (esprit dr); on (B)(6) 2023, during the follow up, high impedances were detected. The x ray image taken showed a connection issue of the leads to the pacemaker. On (B)(6) 2023, the re-intervention was performed, the psa values of the leads were checked with normal results. When connecting again the leads to the teo dr, the physician reported that the ratchet sound was heard, but when pulling gently the lead connector to verify the proper connection, the lead connectors were loose from the pacemaker connection block. The physician finally decided to replace the teo dr, (B)(4), by another teo dr, (B)(4), that was connected correctly to the leads.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2023, the (B)(6) dr, sn (B)(6), was implanted as a replacement of a previous pacemaker (esprit dr); on february 17th, 2023, during the follow up, high impedances were detected. The x ray image taken showed a connection issue of the leads to the pacemaker. On (B)(6) 2023, the re-intervention was performed, the psa values of the leads were checked with normal results. When connecting again the leads to the teo dr, the physician reported that the ratchet sound was heard, but when pulling gently the lead connector to verify the proper connection, the lead connectors were loose from the pacemaker connection block. The physician finally decided to replace the teo dr, sn (B)(6), , by another teo dr, sn (B)(6), that was connected correctly to the leads.